Event description:
It was reported that during an unk procedure, after the clip was fired, the jaw of the device could not be opened. Another device was used to complete the procedure. There were no adverse consequences to the patient.

Manufacturer narrative:
Date sent: 04/06/2009. Info anticipated, but unavailable at this time.